Event description:
Patient reported a right side "seroma" and "twice the size of the left one" against a non-allergan tissue expander. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).